Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in the operating room for routine ICD change out. Externalized conductors were noted. The physician capped and replaced the lead. The patient was good after the event.